Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to plug med-station to a different outlet. A field service engineer tested tower found the lights not coming on and wall found no power on all three outlets. Plugged med-station to a different outlet and successfully power up the med-station. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a pc issue could not turn off properly. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.